Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The distributor stated that the up and down arrow buttons were unresponsive as well as the keypad being torn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 04/28/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/14/2014 with the following findings: the keypad was torn. The up and down arrow buttons were intermittently responsive. The audio bolus button cover was torn, but the button responded normally. Contamination was found under all of the button contacts when the keypad was removed. Unrelated to the original complaint, the battery cap threads were damaged. Also unrelated, the display was dim and discolored.